Event description:
It was reported that the patient experienced mesh erosion in the anterior compartment. The patient had the exposed mesh excised. No further patient complications have been reported in relation to this event.